Manufacturer narrative:
Cartridges used by the consumer were not sent back to cue health inc., therefore, our tech ops team could not evaluate the devices. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
On (B)(6) 2022, a customer was positive on cue followed by a negative cue result on the same day. On the same day, customer took a nasal pcr test and got a negative result. The next day, on (B)(6) 2022 customer went to a doctor and got a negative covid result. Customer also got negative results on the lucera and binaxnow antigen tests. Customer was symptomatic (stuffy nose and sore throat).